Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.